Event description:
Notification was received from the study indicating that approx eleven months post index procedure (2008), the pt was admitted for pulmonary edema and anterior target vessel related myocardial infarction. Troponin was >5 times above upper normal level. A coronary angiogram was performed and there was 95% diameter stenosis and proximal/abutting peri-stent restenosis. The restenosis was treated with another 3.5x18mm cypher select plus stent. There was no evidence of stent thrombosis. Note: the target lesion was at the proximal lad. The lesion was a restenotic lesion previously treated with a cypher stent in 2006.

Manufacturer narrative:
This pt was randomized to the registry in 2007 for one vessel disease. The indication for the index procedure was an anterior acute myocardial infarction >72h pre procedure. The target lesion was at the proximal lad. The vessel was a native coronary artery. Reference vessel diameter was 3.5mm and lesion length was 10mm. Pre procedure diameter stenosis was 90% and post procedure was zero percent. Timi flow pre and post procedure was iii, respectively. The lesion was a restenotic lesion previously treated with a cypher stent in 2006. Lesion type was a. A 6f-guiding catheter was used. Predilatation was performed using a 3.0x12mm balloon at 12atms. A cypher was deployed at 20 atms. Due to stent under expansion, post dilatation was done using a 4.0x8mm balloon at 20atms. Ivus was not used. The pt was discharged and transferred to another hosp for known anemia and renal failure prior to the procedure. Discharge medications included 81 mg aspirin, 75mg clopidogrel, statins, ace-inhibitors, and beta-blockers. The product remains implanted in the pt thus not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2008-01717 and 9616099-2008-01718. Any additional info will be submitted within 30 days of receipt.